Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the product 545050501/lot 3029642. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear of the insert due to a bone spur rubbing on it, an incorrectly rotated patella, valgus malpositioning of the tibial tray, and osteolysis. Femoral loosening at the cement/bone interface was also reported. Depuy cement was used at the time of original implantation.